Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that there was an issue with the act button. Customer was doing some squats and may have been pushing on the button but was not sure. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the escape and act buttons due to flattened dome switches. The insulin pump has cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.